Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient returned for a transthoracic echocardiogram (tte) where it was determined that clip was opened and flow through the clip was observed. Mr was grade 4 after clip was opened. Additional second mitraclip was implanted lateral to the first clip. The final mr was grade 1-2 after implanting additional clip.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The reported recurrent mr appears to be related to the clip opening. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.